Manufacturer narrative:
(B)(4) a review of the complaint device history records, indicated that the graft was processed and inspected according to procedures and was therefore released following acceptable quality inspections and tests. Specifically, no anomaly was evidenced in the collagen coating records. The review of the water permeability testing records of products coated on the same day as the complaint device indicated values well within product specifications. Please note that water permeability testing is recognized by international standard for vascular grafts as the test to address the risk of blood leakage. No conclusion can be drawn. However, the conducted investigation and testing performed would tend to indicate that the product was not defective.

Manufacturer narrative:
Exemption e2017024 : intervascular sas (manufacturer) is submitting the report on behalf of maquet cardiovascular, llc (importer). (3340/3345/213) one retention sample coated on the same day and under the same conditions as the involved device underwent water permeability testing. The test result indicated a value well within product specifications (< 5 ml/cm²/min). (11) the investigation is still ongoing. A follow up report will be sent upon completion of the investigation.

Event description:
It was reported that during an axillo-bifemoral case, after the physician took clamps off, immediately blood started weeping profusely through the hemagard graft. The patient had 10,000 units of heparin in the beginning of the procedure and an additional 2000 units of heparin mid procedure. The medical staff and physician chose not to reverse heparin. The blood leaking stopped after 20 minutes. The graft remained implanted and the patient was stable. It was also reported that this was physician's first case using an hemagard graft.